Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 09/14/2018, that on (B)(6) 2018, needle retraction issue was occurred. The sensor was inserted into the abdomen on (B)(6) 2018. No additional event or patient information is available. No product was provided for evaluation. The complaint confirmation was unable to be determined. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An inspection was performed and found that the applicator was returned fully deployed and had no physical damage or significant abnormalities. Confirmation of the allegation and a root cause could not be determined.